Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure "optics with loose contact cable" was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: broken video cable, striped image and no image was displayed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the image issue was due to broken video cable that led to the malfunction which is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video laparoscope's optics have loose contact on the cable. There issue occurred during set up in room before patient in room. There was no patient involvement.